Event description:
It is reported that the patient has experienced a spine fracture of the implanted articular surface. Implant date is unknown and unknown if the device has been revised.

Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. This report will be amended when our investigation is complete.